Event description:
It was reported that the patient had a change in stimulation. It was noted that the patient usually had stimulation on program a running ¿real fine¿ and ¿steady¿ but now it felt uneven and pulsing. It was noted that stimulation was in the wrong location. It was noted that the patient used to feel the stimulation in the ribs and now felt it in the left hip. It was noted that the patient had a shocking or jolting sensation. It was noted that ¿the other day¿ when the patient was sitting on the floor working on their truck they felt their left toe and the on next to it ¿tingling real bad¿ and a shocking sensation in the toes. It was noted that the patient thought that their foot was asleep and rubbed it, without the sensation going away. It was noted that the feeling went away when the stimulation was turned off. It was noted that the stimulation in the wrong location started a week ago. Additional information received reported that the patient currently had adjustments every 6 months and met with a manufacturer representative on (B)(6) 2013 and was given a 2nd program and group. Additional information received reported that the patient had a shocking or jolting sensation in the right foot when the stimulation was on. It was noted that over a week ago the patient turned stimulation off and the pain went away. It was noted that the patient had not turned stimulation back on. It was noted that the patient saw a manufacturer representative on (B)(6) 2013 and had the stimulation adjusted due to some back issues the patient was having. It was noted that ever since that adjustment the therapy had not been working correctly. It was noted that the patient had back issues now because they had to turn the stimulator off.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 389033, lot# j0511356v, implanted: (B)(6) 2005, product type: lead. Product ID: 389033, lot# j0511356v, implanted: (B)(6) 2005, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).